Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n188125012, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted infusion pump. It was reported last tuesday or wednesday the patient had a fall due to strep and weakness and hit something under their arm. The patient went to the hospital and was told the catheter had broken into pieces. It was noted no one from the manufacture had been there to fix the catheter. There was a rep there who checked the pump and stated that the pump was ok. It was noted the patient had been struggling to get a hold of their managing physician. It was noted the patient had high troponin and blood pressure. They did a cardiac catheter today.